Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver 96mg of paclitaxel. No specific details were provided. At 1133, it was reported that the delivery started. At approximately 1205, a nurse reported that approximately 50ml of solution leaked at an unspecified location of the filter of the tubing set onto the floor. At 1206, the delivery was stopped. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The customer contact reported that the tubing set was replaced. At 1300, the therapy was resumed. The customer contact reported a delay in therapy of more than 50 minutes; however, there were no reported adverse patient effects. No medical interventions were reported. No add'l info was provided.